Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the self-test cannot pass. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Based on the available information, the fse visited the customer site, evaluated the device, and determined that the self-test failure was caused by dirt between the handle and the tray, resulting in a contact failure. The issue was resolved by cleaning the handles and trays. The device has been returned to full functionality and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was determined to be user error. The reported problem was confirmed.